Event description:
The customer reported via phone call that she was going to do a temp basal and it got stuck on the time. Customer stated that it kept going up without stopping. Customer stated that the esc and act buttons will not respond. Customer stated that the up arrow button was stuck. Customer reported that she fell down some stairs yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case on the display window corner, lcd window and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.